Event description:
Patient reported insulin often leaks near the rubber o-ring of the cartridge when the volume is 150-200 i.e. This has occurred with several lot numbers and has resulted in elevated blood glucose of 300-350 mg/dl. Patient has been able to control his blood glucose by himself. Company representative observed a cartridge change and found no handling errors. Cartridge is changed every 4-5 days and is not reused. Infusion headset is changed every 2 days and the tube every 4-5 days. Patient did not require treatment from a health care professional or second party to address the issue. Cartridges were replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.